Manufacturer narrative:
Clinical code: 2446 - post operative wound infection: site reported that on post-operatively (on pod 28 - (B)(6) 2026), the patient presented with the serious adverse event of wound infection. Impact code: 4607 - hospitalization or prolonged hospitalization: the patient was admitted to the emergency department with high fever and pain in the left groin. The patient was admitted to hospital on (B)(6) 2026. 4641 - unexpected medical intervention: the patient was treated by intravenous amoxicillin/clavulanic acid therapy. The patient subsequently underwent surgical wound debridement of the left groin, drainage of the abscess, and placement of a vac (vacuum-assisted closure) device. Medical device problem: 2303 - microbial contamination of device: the site reported suspected graft infection. Component code: 4755 - part/component/sub-assembly term not applicable: type of investigation: 4110 - four-year review was performed for gelsoft > medical event > infection (B)(6) - (B)(6), this gave an occurrence score of 0.007%. No trend identified requiring action at this time. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available: 22 - known inherent risk of device: within IFU (instruction for use) 301-218_1 gelsoft plus sygma IFU rev 2.0 section 8 potential adverse events graft infection.

Event description:
Event reported from panther study. Panther - (B)(6). Subject (B)(6), a 66 year-old, white, male with occlusive disease, underwent open surgical repair of femoropopliteal artery bypass with a gelsoft plus straight graft on (B)(6) 2026. There were no reported issues with the device following the surgery, and the patient was discharged back to pre-op living conditions on pod(post operative day) 5. Post-operatively (on pod 28 - (B)(6) 2026), the patient presented with the serious adverse event of wound infection. The patient was admitted to the emergency department with high fever and pain in the left groin. Clinical assessment indicated a postoperative wound infection following a femoropopliteal bypass, with suspected bypass graft infection (gelsoft plus device). The patient was admitted to hospital on (B)(6) 2026 where intravenous amoxicillin/clavulanic acid therapy was initiated. The patient subsequently underwent surgical wound debridement of the left groin, drainage of the abscess, and placement of a vac (vacuum-assisted closure) device. The site reported this event on (B)(6) 2026, at which time the event is still ongoing.)